Manufacturer narrative:
The device was returned for analysis. The reported issue of clip open ¿ efaa could not be confirmed via returned device analysis. The discrepancy between what was reported (clip open ¿ efaa) and what was observed (clip held final arm angle) is likely due to a combination of varying amounts of tension felt by the device during the procedure versus the returned product analysis, and internal damage to the actuator assembly.a review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported unintended movement (clip open -efaa) could not be determined in this complaint. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet completed. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip failed the final arm angle (efaa) test. It was reported that this was a mitraclip procedure performed to treat mixed mitral regurgitation (mr), with an mr grade of 4. The clip delivery system (cds) was advanced to the mitral valve. However, the final arm angle (efaa) test failed. The clip opened to approximately 60 degrees. The clip was tested but failed efaa. The clip was not implanted and was replaced. One clip was implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.